Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: there is no malfunction on the device itself. With this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event while the ventilator was used with a patient. Due to the user error, the patient died. The complaint is deemed reportable.

Event description:
Biomed of rental facility informed me that rt user error resulted in patient harm/death. Unit was involved in a patient incident. Refer to (B)(4). The hospital who rented the hamilton c1 "did their internal investigation, and it was determined that the ventilator was not the cause of death, but it was in fact user error". The rental facility, us med equip, who owns the unit, wants hmi to perform calibration/test on the unit to make sure it's working properly, as a precaution. Performed tsw and function tests; all passed.